Manufacturer narrative:
The reported event of low lead impedance was not confirmed. As received, a complete lead was returned in one-piece measuring 58.3 cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited low pacing impedance. The lead was exchanged during the procedure. The patient was stable in condition.